Manufacturer narrative:
Product complaint # :(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient had a left knee arthroplasty to address osteoarthritis. Depuy components, including depuy patella, and depuy cement x2, were used during this procedure. On (B)(6) 2018, the patient had a revision of the left total knee to address mechanical loosening of internal left knee prosthetic joint. During the procedure the surgeon reported that the tibial component was loose with no loosening interface provided. The femoral component and patella were not loose. The patella was left in-situ. Competitor components, including competitor cement were used during this procedure. Doi: (B)(6) 2015 dor: (B)(6) 2018 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 150600004, work order (B)(4) was manufactured on 27-november-2014. (B)(4) parts were manufactured per specification and all raw materials met specification, there was no scrap associated with this lot, there were no non-conformances associated with this lot.